Manufacturer narrative:
The customer reported discordant results from a rapid result covid test system on an individual symptomatic patient. Initial testing of the nasal swab sample with the testing platform produced a negative result. A second and third test of the sample with the rapid result testing platform produced a positive result. Confirmatory polymerase chain reaction (pcr) testing was not performed. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The customer reported discordant results from a rapid result covid test system on an individual symptomatic patient.